Event description:
It has been reported to philips that the system was producing disk full errors. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc. The fse performed internal cleaning, formatted 3 hard disks, reinstalled the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of log files indicated exposure not possible, image disk full. Upon functional testing, it was found that there is ippc errors in start-up. To resolve this issue, fse performed cleaning, formatted 3 hard disks, reinstalled the software. Few days later, however system was reported again to showing error message. Fse repaired the database, recreate image store, performed and verify ippc & host pc, rebooted system, performed acquisition tests (cardio and vascular). The issue was not reported again, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.